Event description:
It was reported that believing the recharger was faulty and stated that attempts to charge resulted in an "unable to locate" implant message; patient added that selecting recharge caused the screen to display numbers showing all zeros from low to high. Agent understood the patient had entered passive recharge mode. Agent had the patient to reset the controller and inspect the controller battery compartment, battery pack, port and recharging cord/plug; confirmed no visible damage. Patient also reported that when they charge the paddle gets too hot. The issue was not resolved. Agent sent a request to repair for recharger replacement. Email sent to services for address update. When asked for the event date, patient stated that it's an ongoing issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.